Manufacturer narrative:
3003721894-2017-00395 is associated with argus case (B)(4), super poligrip extra care with poliseal (zinc free formula).

Event description:
I had fallen and was in the hospital [fall]. Gums shrunk [gingival recession]. Case description: this case was reported by a consumer and described the occurrence of fall in a (B)(6)-year-old male patient who received double salt dental adhesive cream (super poligrip extra care with poliseal (zinc free formula)) cream (batch number gx7r, expiry date unknown) for product used for unknown indication. Co-suspect products included denture adhesive powder-double salt (super poligrip denture adhesive powder) oral powder (batch number lp210258, expiry date unknown) for product used for unknown indication. The patient's past medical history included weight loss. Concomitant products included no therapy. In 2007, the patient started super poligrip extra care with poliseal (zinc free formula) and super poligrip denture adhesive powder. On an unknown date, an unknown time after starting super poligrip extra care with poliseal (zinc free formula) and super poligrip denture adhesive powder, the patient experienced fall (serious criteria hospitalization) and gingival recession. On an unknown date, the outcome of the fall was unknown and the outcome of the gingival recession was recovered/resolved. It was unknown if the reporter considered the fall and gingival recession to be related to super poligrip extra care with poliseal (zinc free formula) and super poligrip denture adhesive powder. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the consumer reported, "super poligrip powder lot lp210258 super poligrip extra care lot gx7r I use the powder and the cream and do you have anything stronger? My gums shrunk down (gingival recession) and I lost a lot of weight. Can you send me a coupon? It says made in ireland. It's not holding like it should. The loss of weight was before using this (historical condition). I've been using this, 10 years. I am (B)(6) years old. I had fallen and was in the hospital. I have spoken with my dentist about my gums." A quality assurance complaint was ruled out.